Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair. The product analysis found no functional fault with the equipment. The device received standard product maintenance, was tested to product specifications and returned to the customer.

Event description:
The device was returned for repair with no comments from the customer. Follow-up with the customer obtained the following: it is unknown what the device issue was, just 'not working', there was no injury as a result of the issue; another device was used. No other information was available from the user facility.